Event description:
It was reported to medtronic neurosurgery that the hanging strings slide clamp for the duet edms would not hold the device at the same height at which it was originally set. Allegedly, the duet would slowly lower itself when hanging from the string. According to the report, the physician felt that the clamp was ineffective at holding the product in a locked position. No impact to the pt was reported.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. The instructions for use that accompany the device states that pts undergoing external drainage and/or intracranial pressure monitoring must be kept under constant supervision in an intensive care unit staffed with trained personnel familiar with the use of intracranial and lumbar pressure monitoring techniques. A review of the mfg records was not possible as no lot number was provided.